Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) procedure, foreign material was present on the back of the iol. The material was removed during the procedure without patient harm. The iol remains implanted. Additional information received that the surgeon considers that this symptom was caused by multiple causes (coating materials of cartridge, oldness of injector, thickness of iol).